Event description:
It was reported that on (B)(6) 2015, a 3.0x18mm xience alpine stent was implanted in the mid left anterior descending (lad) coronary artery. Following, a distal plaque shift was noted, and the patient experienced unstable chest pain. A 3.0x8mm xience alpine stent was implanted and medication was administered. Post-procedure, the patient experienced elevated creatinine kinase-myocardial band (ck-mb), less than 5 times the normal upper limit. There was no myocardial infarction reported and the plaque shift resolved without sequela that same day. Reportedly, the chest pain is a continuing condition and required prolonged hospitalization. On (B)(6) 2015, a transthoracic echocardiogram (tte) was performed without reported results. On (B)(6) 2015, another percutaneous intervention was performed, placing an unspecified stent in the 1st obtuse coronary artery lesion. On (B)(6) 2015, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(6). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of angina, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. Based on the reviewed information, no product deficiency was identified.